Event description:
While evaluating a returned processor pca, it was identified by an authorized technician that the component showed evidence of being faulty. There was no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The device was received by the failure analysis lab with no paperwork specifying a potential allegation associated with the component or customer contact by which information could be obtained. An initial visual inspection showed no signs of physical wear or anomalies that could lead to a potential failure. A known working internal data card was then placed into the processor pca and the component was functionally tested in an mrx test fixture. Upon attempting to power up the unit, the device would not boot up and froze on the splash screen. Once frozen, the keypad became unresponsive. Furthermore, a red x appeared in the rfu indicator coinciding with an audible chirp. Due to the noted symptoms, it was determined that the cause for the failures was a defective flash memory. Per the technician, a corrupted code or damaged sectors within flash memory u39 and u40 would directly affect the components ability to boot up.